Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that the defective diffusus that split in half. Verbatim: deaconess ed experienced a defective diffusics that split in half. Can you please work directly with haley to have a return label and box mailed to them as they kept the item. Event occurred on 4/28/26, near miss, no harm. Rn (B)(6) approached this writer who was working as charge on (B)(6) 2026. Rn erin attempted to start an IV on patient, and the end of the extension where the flow rate attachment meets the tubing, broke off suddenly."